Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: (4.4), lab inr: (5.5). Testing was performed simultaneously. The meter was not in correct mode when finger stick was performed. Therapeutic range 2.8-3.6 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.